Event description:
Joint haematoma of right knee [haemarthrosis]. Feeling hot [feeling hot]. Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of right knee. The pt's medical history was significant for previous use of adant about every two weeks. On (B)(6) 2012, the pt received the last adant injection but it did not work well for her osteoarthritis. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, in an unspecified location. The lot number of synvisc was not provided. The same day, the pt developed arthritis with haematoma and feeling hot. On (B)(6) 2012, all the events resolved. Action taken with synvisc treatment was not provided. Relevant concomitant medications included tramadol hydrochloride-acetaminophen combined drug. The intensity for all the events was not provided. The reporter assessed the relationship between synvisc and the events of arthritis with haematoma and feeling hot as possible. F/u info was received on (B)(6) 2012, which upgraded the case to serious as the company assessed the event of joint haematoma of right knee as medically significant. The info was received from the physician pt's demographics, medical history, laboratory data, clinical course, events and concomitant medications info. The pt's medical history was significant for bronchial asthma. On (B)(6) 2012, the pt was diagnosed with gonarthrosis of right knee (kellgren-lawrence grade-3) and received with synvisc (three injections from (B)(6) 2012, had no joint effusion prior to the injection). On (B)(6) 2012, the pt had mild intra-articular symptoms with clear yellow joint effusion (23 ml) vacuumed prior to injection. Using a disposable needle without sterilized gloves, she had the first injection of the second course into external suprapatellar of right knee sterilizing with iodine. She had no complications inducing immune system decreased, generalised infectious symptoms, skin disease around the injection side or intra-articular infection. The lot number for synvisc was unk. On (B)(6) 2012, the event of joint haematoma of right knee (previously reported as haematoma) developed. On the same day, the pt underwent arthrocentesis and unk amount of clear red fluid was aspirated. The culture test for the clear red joint fluid was negative. The event of joint haematoma of the right knee was not yet recovered. The pt had no concomitant disease. The treatment with synvisc was permanently discontinued. Relevant concomitant medication reported was pregabalin. The intensity for the event of joint haematoma of right knee was assessed as moderate.

Manufacturer narrative:
F/u info was received on (B)(6) 2012 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Concomitant medical products (continued): pregbalin (pregbalin) unk to unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.